Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) started displaying comm loss for multiple bed tiles. The customer also reported they were using an unmanaged cisco switch. Nk ts advised them to reboot the switch by unplugging the power cord and leaving it off for about 1 minute before reconnecting. This resolved the issue. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: an error message would appear to alert clinicians to the issue at which time an alternate monitoring method could be prepared. The root cause of the communication loss is related to the customer's network environment. Network switches are responsible for connecting multiple devices to the same network. Network switches are not an nk device and are not medical devices. There is no evidence of an nk device malfunction. The switch was rebooted, and the issue of communication loss was resolved.

Event description:
The customer reported that the central nurse's station (cns) started displaying comm loss for multiple bed tiles.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) started displaying communication loss for multiple bed tiles. The customer also reported that they are using a cisco switch that was unmanaged. Nk ts advised them to reboot the switch by unplugging the power cord and leaving it off for about 1 min before reconnecting. This resolved the issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) started displaying communication loss for multiple bed tiles.